Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found fiber optic connector housing broken. He replaced the fiber optic connector assembly. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having issues with the ac power, unit is only running on batteries along with the fiber optic failure. Unit swapped out with other unit. No patient injury or harm reported. No adverse event reported.